Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that, the customer was hospitalized due to high blood glucose. The customer's blood glucose was 300 mg/dl at the time of incident. While hospitalization, the insulin pump was removed and lost power and all settings were wiped. Customer's husband declined troubleshooting. The insulin pump will not be returned for analysis.